Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Initially, the caller did not complete the necessary steps to remove air from the cartridge, and they had overfilled the cartridge, but cts educated them on the correct procedures, which they acknowledged and understood. Customer switched all supplies and attempted multiple units before receiving assistance. Cts successfully guided the caller through filling and loading a new cartridge on the pump, and the caller later saw drops of insulin at the end of the tubing, completing the load process and resuming insulin.